Event description:
This lead was explanted due to unsuccessful dft testing approximately one month post implant. The physician chose to move the implant to the right side and replace this lead with another pacer lead. This lead was retained by the hospital. There are no adverse events reported of this pt. Should additional info become available, this file will be updated.